Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose of 528mg/al which was treated with juice. Customer¿s current blood glucose was 310mg/dl. Customer also states that sensor had errors like sensor glucose was not available and insulin pump alarmed for sensor updating. Customer advised to monitor the pump and call back if needed. Insulin pump will not be return for analysis.